Event description:
Reached out to emily to check in after another patient ambassador shared concerns that she was not doing well. Emily requested a call. During the call, she shared that she was not feeling well and was experiencing complications related to the programmer not working following her most recent adjustment and was waiting to see her provider.

Manufacturer narrative:
Spoke with patient on (B)(6). She had recently had battery repositioned. Patient was experiencing a hematoma around device and had spoken with np and md that manages her device. Provider wanted to wait and watch to see if anything improved, instructed patient to reach out with any additional pain, fever, etc. Patient has follow-up in person visit with dr. (B)(6) scheduled for on (B)(6) 2026.

Manufacturer narrative:
Patient had complaint of not feeling well after a fall, and had her device re-positioned. Upon completion of the revision surgery, ended up with a seroma. Seroma has now dissipated and patient is feeling well. No further action to be taken.